Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0wsf8, implanted: 2015 (B)(6); product type lead product ID neu_wrench_acc, lot# unknown; product type accessory. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the setscrew was backed out too far.

Event description:
The health care professional via the manufacturer&#38112;representative reported that the lead would not enter past the implantable neurostimulator setscrew. The implant did not get the lead past the set screw even after backing it out. The lead was re-entered after the setscrew was backed out and it did not still pass. This event occurred during procedure. After several attempts, a different neuro stimulator was used without problem. The issue resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.